Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. Customer try to load the reservoir and fill tubing again but he received the same alert asked customer to replace the entire infusion set system and try to load the reservoir again customer reported he still received insulin flow blocked alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.